Event description:
This case occurred outside of the us, in spain. According to the information received on (B)(6) 2022 , a patient was injected on (B)(6) 2022 , with 0.1 ml of teosyal rha 2 into the glabellar lines. Two days post-injection, the patient presented with erythema and the appearance of vesicles on the right glabellar line. The vascular complication was suspected by the practitioner. Immediately, a local medical expert was put in contact with the practitioner to advice on this case. The local medical expert recommended the following treatment on (B)(6) 2022. Hyaluronidase injection 500 iu, anti-inflammatory (glucocorticoid; prednisone 30 mg for 5 days), antibiotic (ciprofloxacin 500 mg twice a day for 7 days), topical antibiotic (mupirocin 3x/dya), acetylsalicylic acid (adiro 100 mg for 7 days). A day later, on (B)(6) 2022 , the patient was reviewed by the practitioner, who stated that the symptom was resolving properly, the area of the lesion was stable without any increase in extension.

Manufacturer narrative:
Additional MFR narrative: batch data review: the batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this teosyal rha 2 product. Batch data history: one other complaint was registered to date (B)(6) 2022 with this batch number: rc/2210003 from spain, linked to an adverse event (skin oedema). This complaint is unrelated to the current complaint. According to the information received this case would be related to the localized occlusion. Vascular occlusions are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.